Manufacturer narrative:
All available information was investigated, and the reported issue of unintended movement (clip open ¿ establishing final arm angle) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The investigation was unable to determine a cause for the reported unintended movement (clip opening while establishing final arm angle). Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed as the clip opened while locked. It was reported that on (B)(6) 2021, the patient presented with mitral regurgitation grade 3-4 and a mitraclip procedure was performed. The clip delivery system advanced without issues reported to the leaflets. During second establishing final arm angle (efaa), the clip opened while locked. The device was removed without reported issues and another clip was used in replacement. The mr had been reduced to grade 1-2. There was no clinically significant delay and no adverse patient sequela reported. No additional information was provided regarding this issue.